Event description:
It was reported that a 55-year-old caucasian female patient underwent primary breast augmentation with a 550cc mentor smooth round moderate plus profile on both sides and experienced breast implant deflation on her right side postoperatively. As a result, the device will be explanted on (B)(6) 2022. On (B)(6) 2022, mentor became aware that the patient also experienced right side capsular contracture; baker grade ii, and left side asymmetry in addition to right side deflation. The replacement devices used were catalog number 3502550; serial number (B)(4) on the right side, and catalog number 3502550; serial number (B)(4) on the left side on (B)(6) 2022. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left asymmetry. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).